Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly the customer is removing cartridge air with an empty syringe, and wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that removing cartridge air with an empty syringe, and wearing the pump supplies for 3-4 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 398-524 mg/dl. Elevated blood glucose levels were addressed by changing the pump supplies and delivering a manual insulin injection. Customer changed the pump supplies and successfully resumed insulin therapy, and has manual insulin injections if needed.